Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo and elecsys hbsag assays performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Specificity calculations for both assays were consistent with the values outlined in their respective method sheets. No cross-reactivity between the hiv duo and hbsag assays was observed based on internal testing. The phenomenon of false reactive results was reported to occur regardless of reagent lot changes. The device remains in operation at the customer site, and no instrument-related issues were identified during the investigation.

Event description:
The initial reporter alleged a high number of false reactive results with the elecsys hiv duo assay on the cobas e 801 analytical unit. Additionally, the reporter noted a high number of samples that were simultaneously false positive for both elecsys hiv duo and elecsys hbsag assays. The customer laboratory tested a total of 178,259 samples over approximately one year. Of these, 228 samples were reactive for hiv duo, but only 1 or 2 were confirmed positive, resulting in 226 false positive results. The calculated specificity for hiv duo was 99.87% (lower 95% confidence limit: 99.86%). For the hbsag assay, 182 samples were reactive, but the number of false positives was not provided. The calculated specificity for hbsag was 99.90% (lower 95% confidence limit: 99.88%). Among the tested samples, 85 were reactive for both hiv duo and hbsag. The laboratory also performed nucleic acid testing (nat) using the cobas 6800 system, and the results for nat were included in the provided data. The phenomenon of false reactive results was reported to occur regardless of reagent lot changes over the year. The customer laboratory primarily processes routine samples from a blood bank, using serum samples collected in sst tubes. Blood donor samples and unselected daily routine samples were included in the testing. The customer transitioned to the cobas e 801 analytical unit in (B)(6) 2021, having previously used an enzyme immunoassay (eia) method for hiv and hbsag testing. The phenomenon of false reactive results was not observed with the eia method. The cobas e 801 was used continuously until (B)(6) 2021, when it was temporarily relocated due to a laboratory move. Testing resumed on the same instrument in (B)(6) 2021.